Manufacturer narrative:
(B)(4). Correction - estimated date of event as it was reported to have occurred in (B)(6) 2011. Teflon damage of this type can occur due to, but is not limited to, interaction with a damaged or bent sheath, angling of the sheath and the guide wire, and/or damage to the guide wire. It is possible that the guide wire came into repeated contact with the edge of the sheath which caused the teflon damage which appears to be scraping. Since no teflon damage to the guide wire was reported prior to use, the teflon damage is likely related to case circumstances. In order to ensure that teflon damage does not occur as a result of a product quality deficiency, manufacturing visually inspects 100% of the wire coating, and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The reported peeled teflon coating appears to be related to operational context of the procedure and there is no indication of a product quality deficiency. The lot history record for this product was not reviewed and a similar incident query was not performed because the product was not returned for analysis and the lot number was not reported.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified. A follow-up will be submitted with all relevant information.

Event description:
It was reported during insertion, the physician noticed that the coating peeled off, as the pieces of the coating had accrued at the proximal entrance of the sheath. There were no pieces of the peeled coating that entered the patient anatomy. The device was flushed with saline and the procedure was continued with the same guide wire. As the balloon (manufacturer unspecified) was advanced over the guide wire, some resistance was noted due to the peeled off coating. The balloon was continued to be advanced on the guide wire after the resistance was noted and the procedure was completed with the same guide wire. No patient effects were reported. No additional information was provided.